Event description:
Patient reported right side rupture. Health professional later reported right-side "fibrous contracture", "capsular contracture, baker grade IV and "possible rupture" per ultrasound. Healthcare provided also noted "discoloration" of the device during explant surgery. The device has been explanted and replaced.device has been explanted and replaced.

Manufacturer narrative:
. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on posterior assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ discolored product: observed discoloration in the device.(wear abrasion) additional observations: ¿ stress marks observed on the device. ¿ crease fold observed on the device.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported right side rupture. Health professional later reported right-side "fibrous contracture", "capsular contracture, baker grade IV". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: stress marks observed on the device. Crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Health professional later reported right-side "fibrous contracture", "capsular contracture, baker grade IV and "possible rupture" per ultrasound. Healthcare provided also noted "discoloration" of the device during explant surgery. The device has been explanted and replaced. Device has been explanted and replaced.